Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2014 with the following findings: visual inspection did not reveal any damage or peeling to the keypad cover. The okay key was found to be over responsive. The contrast, down arrow, and up arrow keys were normally responsive. Upon examination, the okay button was observed to have a contact defect; the contact was inverted. The keypad cover was removed to show no evidence of contamination on any key contact. Unrelated to the original complaint, the display was found to be dim and pink. The battery compartment was cracked below the bumper pad. And stripped threads were found on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.